Event description:
A surgeon reported that a pt sees two bright light rays mostly at night ever since an intraocular lens (iol) was implanted. The association between this event and the iol is not known. Add'l info has been requested.